Event description:
A malfunction was reported on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer had not taken any action to address the elevated bg level and intended to contact a healthcare provider (hcp) for a backup insulin delivery plan. The pump was replaced to resolve the issue, and customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.